Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the driveline being difficult to remove was unable to be confirmed. The heartmate ii system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 56 days ((B)(6) 2021 ¿ (B)(6) 2021 per timestamp). There were no other notable alarms active in the log file pertaining to the reported event. Pump operation was not affected. Multiple good faith effort attempts were made asking if the exchanged controller will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. The heartmate ii instructions for use (IFU) section 2 entitled ¿system operations¿ and the heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. The heartmate ii IFU section 8 entitled ¿equipment storage and care¿ and the heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came to the ER with exposed wires on their driveline near a previous clamshell repair. Upon interrogation, the log file did not contain any unusual events. A driveline repair was performed on (B)(6) 2021 approximately 11 inches from the exit site. It was found that the controller's driveline release button was difficult to engage. The driveline was spliced and a new percutaneous lead was connected to a new controller without issue. Related manufacturer's reference number for the driveline damage: 2916596-2021-07173.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.